Event description:
It was reported that the implant at tooth site #8 was fractured at the body of the implant. Isq on the implant was unusually low. Cbct imaging was taken and the implant was confirmed to be fractured. The implant was replaced to complete the procedure and the patient is expected to return in three months to allow for osseointegration until an appointment for uncover an procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.